Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. Approximately 6 days post procedure the patient presented to the emergency room with "pain but had a negative evaluation. She had another emergency room visit for the same complaint and had a negative evaluation again. She was seen in the dr.'s office 10 days post-ablation with severe pain and was sent to the ER but was subsequently discharged home without treatment. Approximately 12 days post-ablation, the dr. Elected to perform a laparoscopy for persistent pain and unclear diagnosis. A CT-scan obtained prior to the laparoscopy was negative though the patient had an elevated white blood cell count. At laparoscopy there was noted to be a perforation at the fundus 1cm in diameter which was "old" appearing. Additionally, there was a portion of small bowel adherent to the anterior abdominal wall. The dr. Did an adhesiolysis to release the bowel from the abdominal wall. There were no perforations or thermal changes noted on the bowel. Approximately 12 hrs after the laparoscopy, the patient had a sudden onset of pain and was taken back to the operating room for a laparotomy. The portion of bowel that had been previously adherent to the abdominal wall had a perforation requiring section and reanastomosis. On histologic review, there was no thermal injury noted on the portion of bowel resected. It is unknown when the patient was discharged.